Event description:
Complainant alleged that the device was attached to a patient (age & gender unknown) with an asystole heart rhythm and the device was charged to 200 joules and failed to discharge. The patient was reportedly administered an unknown medication and went into a ventricular fibrillation heart rhythm. The user attempted to charge the device to 200 joules, however the device charged to 1-2 joules and displayed a "status 90" message. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.